Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and integrity of seal surface testing. All functional tests passed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a registered nurse (rn) experienced a connection issue between a transfer set and non-baxter adapter. The rn stated they replaced a patient's transfer set and noticed that it was not fitting well with the non-baxter adapter. The transfer set then fell off a week later while the patient was at home. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.